Event description:
A high drain error 107 (night drain #7) alarm was identified in the log of a returned homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patients fill volume. The alarm occurred on (B)(6) 2014 at 09:00:33 during the patient's night drain. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was unable to be determined with the available information. The device received a functional evaluation and internal/external inspection. Should additional relevant information become available, a follow up medwatch will be submitted.